Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while the technical support team arranged to send a replacement pump and provided instructions for returning the malfunctioning device.